Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display screen was dim/faded. This report is made based on results of investigation completed on 10/24/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: a visual inspection of the pump found some cosmetic damage. The battery compartment was found to be cracked. Investigation found the battery cap tightened properly, no evidence of moisture within the battery compartment and no issue with power loss. In addition, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.